Event description:
It was reported that this mesher was initially opened for the case and caused damage to the harvest and damage to the mesher was subsequently discovered. No additional harvesting was needed. There was a delay, though the customer is unsure how much longer the case ran. The patient was anesthetized. In addition, evaluation of this device found that the comb was damaged. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1: telephone number: (B)(6). Review of the most recent repair record determined that a pre test could not be completed due to the damaged comb. The comb was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that this device was tearing a graft. No adverse events have been reported as a result of this malfunction.